Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and motor. Analysis was unable to verify for motor error alarm, off no power anomaly or button or keypad unresponsive due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received an off no power alarm and motor error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 246 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.